Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia was preceded by a brief period of hyperglycemia. The user reports eating a meal and announcing it, but there is no meal announcement in the device data. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. It is possible this hypoglycemic event was caused by an unannounced meal, resulting in a hyperglycemic excursion and insulin dosing. Failing to announce meals can increase the user's risk of hypoglycemia as the ilet delivers insulin later in the excursion instead of at the time of the meal.

Event description:
On 6/10/24 a beta bionics clinical diabetes specialist (cds) was made aware by an ilet user's healthcare provider (hcp) that the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 6/9/24. On 6/14/24 a beta bionics customer care agent followed up with the user about the event. The user reported eating a meal and announcing a meal bolus as "usual." The user went back to work and about an hour later noticed their bg was around 100 mg/dl. The user suddenly lost consciousness and experienced a seizure. Ems responded, administered glucose gels, and provided a peanut butter and jelly sandwich, which raised bg to 110 mg/dl, allowing ems to leave. However, the user's bg dropped rapidly again, prompting another ems call and transport to the ER. At the hospital, the user received a glucose IV to stabilize their bg. The user estimated their lowest bg during the event was around 60 mg/dl. They experienced immediate health effects including a seizure, dizziness, loss of consciousness, and sweating. The user was discharged from the hospital approximately 4 hours after admission. The user has resumed using the ilet.